Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted watertightness is not maintained (leakage) due to holes in the curved rubber (bending section). In addition, it was found the coating of the insertion part tube peeled off (1 mm 2 or more). Furthermore, the following findings were noted during inspection: the bending angle is insufficient due to the elongation of the angle wire. The adhesive part of the lighting lens has peeled off due to handling. The curved pipe is damaged due to an external factor. The insertion part is crushed due to an external factor. There are scratches on the eyepiece, grip, angle lever up/down plate , vent under grip due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of a-rubber pinhole. The issue found during an unknown event. There was no patient harm reported, no user injury reported. Device evaluation found the coating of the insertion part tube peeled off (1 mm 2 or more).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.